Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause could not be identified; however, the foreign material may have remained because the device was not properly reprocessed. The nozzle was deformed, and the foreign material was identified as cyanoacrylate. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in nozzle. There were no reports of patient involvement.